Event description:
Customer reported that the device locked-up. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported lock-up issue. The device locked up upon power up and sometimes after the 3 am self test. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and was unable to duplicate the lock up condition during performance testing. The failure analysis investigator ran the 3 am self test every 70 seconds for 22 hours on a test mock up device and was unable to duplicate the issue. Testing of the power supply assembly for flux contamination found a 486 ohm resistive short from filters fl10 to ground and a 65 ohm short from fl10.2 to fl10.1.